Event description:
Pt was scheduled for surgery. After induction of anesthesia an effort was made by anesthesia to place a rapid infusion catheter. There was catheter dysfunction, the catheter fragmented and parts were missing. Pt underwent cta of the chest, demonstrated a linear opaque density of 3.9 cm in the right lower lobe pulmonary artery. Interventional radiology not able to remove. Pt transferred to another hosp for intervention.